Manufacturer narrative:
(B)(4). Unit received insulin pump error alarmed after battery change and resets time or date to factory default due to c13 voltage leak at interface board. Pump passed the displacement test, self test and failed insulin pump error alarm test due to c13 voltage leak at interface board. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that their insulin pump had unexpected restart alarm. Customer was able to clear alarm and able to complete rewind the insulin pump. Customer reported that the alarm did not occur after inserting a new battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.